Manufacturer narrative:
H10 h3, h6: one device, used in treatment, was returned for evaluation. There was relationship found between the returned device and the reported incident. Upon investigation, it was determined that the upper jaw hinge had broken. If the hinge is broken, the orange trigger can no longer control the upper jaw and the surgeon will have incomplete stitch. All parts of the device remained attached to the device, no fragments were noted missing. The upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torqueing the device excessively and placing too much force on the hinge and upper jaw. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A review of the device history records for the reported preloaded suture passer performed there are no indications to suggest that the device/product did not meet specifications upon release into distribution. Per email communication there were no loose broken pieces, the wire broke but it did not detach. The procedure was completed using a backup device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the complaint history for lot number found no similar events prior to the complaint event. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. The instruction for use discusses all surgical hazards in warning section. In instructions for use warning notes, ¿do not force the device into tight joint spaces. Excessive pushing, twisting or levering may cause breakage.¿ there are no indications to suggest that the device/product did not meet specifications upon release into distribution. Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during surgery, the upper jaw of the novostitch that holds the wire on the device broke before firing the implants, which leaded to a malfunction on the upper jaw. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.